Manufacturer narrative:
This is one event reported on the same pt involving three separate products and associated with MDR # 2937457-2014-00911 and 1225714-2014-03830.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2012 after use of the product.